Event description:
The customer's in law called to report the death of the customer. The contact stated that the cause of the death was listed as complications from diabetes. It was stated that the pump could be in possession of the coroner. The customer had two pumps and the in law did not know which one the customer was using. The customer was sick due to illness for two days. When the family awoke the customer on the third day, the customer was in bed. Deceased. The pump was disconnected from pt body when the family found them.